Event description:
It was reported to boston scientific corporation that an rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight is unknown). According to the complainant, the device was put down the scope in preparation for cannulation, when it was noticed that the cannula appeared to be broken. The complainant also reported that "no parts broke off from the device, the cannula was disfigured." Another rx ercp cannula tapered tip was opened and used to finish the case. The complainant reported that there was no harm to the patient as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A lot history search was performed and found no other complaints against this lot.